Manufacturer narrative:
The pipeline has been evaluated and both ends were found fully open. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the distal section of the pipeline did not open during deployment. The pipeline was successfully removed from the patient. No patient injury reported.